Manufacturer narrative:
The customer's address is unknown. Franklin lakes, new jersey (nj), USA has been used as a default. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. There was no report of patient impact. (B)(4). The following information was provided by the initial reporter: " took a test yesterday still positive ( different brand of test ), then took ours today and was negative. "

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 tests (material # 256094), batch number unknown, customer received discrepant results after using the bd test kit and another brand.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 a false negative result was obtained. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: " took a test yesterday still positive ( different brand of test ), then took ours today and was negative. "